Event description:
It was reported that a milrinone, norepinephrine and aminocaproic acid with lactated ringer¿s (lr) as the carrier fluid were backing up into the propofol infusion tubing. This occurred after the certified registered nurse anesthetist (crna) started the infusion of 50cc of propofol at a rate of 10mcg/kg/min. Unknown primary sets were used. Shortly after starting the infusion, a high pressure alarm went off on a non-baxter pump. The crna stopped it, and then turned the pump back on with a second alarm going off a minute later. While inspecting the tubing, instead of the fluid being white (the color of propofol), it was clear. The crna turned off the propofol infusion and checked the connections along the tubing, seeing nothing usual that could have caused or contributed to the alarm. The propofol infusion was turned back on, and the pump alarmed again. The microbore tubing set for the propofol infusion was disconnected, exchanged, primed with propofol and then reconnected to the 4 stopcock manifold. As it was being connected, the crna noticed it was back-flowing with clear liquid. The set was disconnected from the manifold and attached to the last port before the manifold. Clear liquid was again observed to be backing up. While attempting to flush the stopcock with a 10cc syringe of normal saline, there was high resistance. Removal of the one-link connector from the venous infusion port (vip) line revealed a small pressure build-up. The manifold was then connected directly to the vip port, and the issue was resolved as the propofol stared infusing with no alarms or backup of clear liquid noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual and microscopic inspection did not identify any malfunctions or abnormalities. The device was the manually tested for flow with no issues found. Should additional relevant information become available, a supplemental report will be submitted.